Event description:
At 4 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02.nov.2021: lot 2008060: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 2025-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no similar reported event. Additonal implant involved: liner: mpact dm 01.26.2848mhc double mobility hc liner 28/dmd (k092265) lot. 2009650. Batch review performed on 02.nov.2021: lot 2009650: (B)(4) items manufactured and released on 20-nov-2020. Expiration date: 2025-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no similar reported event. Additonal implant involved: stem: amistem-p collared 01.18.432 amistem-p collared std stem size 2 (k173794) lot. 2011562. Batch review performed on 02.nov.2021: lot 2011562: (B)(4) items manufactured and released on 10-feb-2021. Expiration date: 2026-01-27 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no similar reported event. Additonal implant involved: ball heads: mectacer 01.29.243a sleeve size xl (k131518) lot. 2007618. Batch review performed on 02.nov.2021: lot 2007618: (B)(4) items manufactured and released on 6-nov-2020. Expiration date: 2025-10-13 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no similar reported event. Additonal implant involved: ball heads: mectacer 01.29.230h head biolox option ø 28 (k131518) lot. 2012928. Batch review performed on 02.nov.2021: lot 2012928: (B)(4) items manufactured and released on 20-apr-2021. Expiration date: 2026-04-05 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no similar reported event.